Event description:
The reporter (pocc) states back to back results of 154 mg/dl on the meter and 50 mg/dl from the laboratory. Controls were in range. The reporter states the pt, who is in ICU, was given 28 units of regular insulin based upon the 154 mg/dl result, and that no adverse event resulted from the insulin dosing. Return requested and replacement was sent.